Event description:
Customer reported he has been experiencing high blood glucose. Blood glucose value is 400 mg/dl; he changed the infusion set and delivered a bolus. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, and basal rates are set up correctly. Bolus wizard setting are unknown. Customer also reported he has received multiple no delivery alarms. Customer has not tried different cannula lengths. Insulin is not expired or denatured, he does rotate sites and avoids scar tissue. Customer stated the tubing is not bent or kinked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.